Event description:
Customer reported pump screen was dark and unresponsive, and their blood glucose level impact was not disclosed. Technical support provided troubleshooting steps, including checking power connections and attempting to reset the device, which were unsuccessful. Consequently, a replacement pump was arranged under warranty, and the customer was instructed on returning the malfunctioning pump and using an alternate backup therapy with multiple daily injections to ensure continuous insulin delivery.